Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus (B)(4) (oekg). Oekg sent the subject device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the instrument channel and the air/water channel of the subject device. The testing result cleared the (B)(6) guideline. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of the microbiological testing by the user facility, the subject device tested positive for unspecified microbes. The user facility did not provide the detailed information such as the number and the type of microbes. Also it was not provided other detailed information on the reprocessing method. There was no report of infection associated with this report.